Event description:
It was reported that the 8mm maryland bipolar forceps instrument was found to have a broken main tube. The customer reported event had no report of patient injury. Intuitive followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken main tube at the distal tip. Material was found missing. Components adjacent to this broken main tube do not show damage. Failure analysis found additional observations that are related to the customer reported complaint: the instrument was found to have the proximal clevis dislodged. The dislodged proximal clevis is attached to the main tube. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. This issue can be resolved by using an alternate instrument to complete the procedure.